Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of stent deployment issue (partial deployment). (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by approximately 5mm. A slight kink was noted in the clear outer sheath proximal to the mounted stent. It was noted that the distal handle was detached from the outer sheath. A bend was also noted in the stainless steel handle and the outer sheath was stretched for a distance of 130mm from its proximal end. The outer sheath was accordioned at the distal end of the stretching. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent however a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and no issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The inner lumen and stent were withdrawn from the outer sheath and no issues were noted with the profile of the inner lumen or deployed stent. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure for the treatment of a stricture on (B)(6) 2012. According to the complainant, the patient had previously undergone an "anastomotic procedure of stomach and jejunum." The indication for the stent placement was treatment for a malignant stricture located 5cm from the anastomosis of the stomach. The stricture was 5cm in length and the patient anatomy was not noted to be tortuous. During the procedure, the stent system was positioned at the target lesion at an angle of approximately 180 degrees. When the user attempted to deploy the stent, the handle broke and the stent failed to deploy at all from the delivery system. The device was removed and the procedure was completed with a wallflex enteral duodenal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath and that the stent was partially deployed, this is now considered a reportable event.